Manufacturer narrative:
The device was returned, and during the estimation/repair process it was discovered that the biopsy channel had internal damage including kinking and leaking. The elevator channel plug was also leaking on the body control unit side. The evaluator noted some corrosion on the control body. The light guide cover glue was peeling at the distal end. Upon completion of the investigation, or if additional information should become available, a supplemental report will be submitted. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported, during a reprocessing of the ultrasonic gastrovideoscope an air/water leak was noted at the distal tip of the device. There was no patient involvement in this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the surface of the insertion tube for dents, bulges, swelling or other irregularities.¿ a definitive root cause could not be determined. Probable causes include improper handling of the device. According to investigation, external force was applied to the distal end as the tip was broken. Olympus will continue to monitor the field performance of this device.